Event description:
A report was received that the patient was experiencing sharp pain at the pocket site. X-ray was taken and looked like the ipg dropped a little. The patient will undergo an ipg revision or ipg replacement.

Event description:
A report was received that the patient was experiencing sharp pain at the pocket site. X-ray was taken and looked like the ipg dropped a little. The patient will undergo an ipg revision or ipg replacement.

Manufacturer narrative:
Additional information was received that when the patient felt the stabbing sharp pain at the ipg site her legs went out and she was unable to stand. The patient also described the pain as stabbing, shooting and constant. The patient could not stand, sit, walk, do home exercise program, stretch and sleep at night due to extraordinary pain. The patient was unable to sleep because when she lay flat she had tremendous pain at the ipg site. It was determined that there was tenderness around the generator site and ipg was palpable through the skin. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the patient will undergo a revision procedure wherein the entire system will be replaced per physician's preference. No device malfunction was suspected.

Event description:
A report was received that the patient was experiencing sharp pain at the pocket site. X-ray was taken and looked like the ipg dropped a little. The patient will undergo an ipg revision or ipg replacement.

Manufacturer narrative:
(B)(4)